Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d6a and h6 - health effect - clinical code. D6a: 4 or 5 years ago. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect clinical code and medical device problem code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
¿It was reported that a patient, initial knee surgery date unknown, stated that their knee replacement caused them problems. The patient stated a revision occurred 4 years ago. No further information available.

Manufacturer narrative:
D6a: implanted date unknown d6b: explanted 4 years ago the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.